Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. (B)(6).

Event description:
A burning smell and power failure error was noted on the board when the customer was unloading reagents from the alinity c processing module. The field service representative (fsr) found the cable on the peltier control board had several wires with melted insulation along its path. No impact to patient management was reported. No impact to the user was reported.

Manufacturer narrative:
Additional information in section d10 - concomitant product, and h4 - device mfg date . The field service representative (fsr) inspected the instrument and observed that the cnb20 to peltier controller board cable had several wires with melted insulation along its path. The fsr determined the cause of the cnb20 to peltier controller board cable damage was the ¿circulation of current through the ground conductor¿ and that ¿a 12-volt power supply cable to the peltier controller board was found with a fault in its insulation due to contact with a metal part of the instrument¿. A new cable was installed which resolved the issue. A review of the service history for the alinity c processing module, sn ac03244, was performed and did not identify any additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of complaints for the alinity c processing module identified 3 complaints similar to this issue. A review of tracking and trending for the cnb20 to peltier controller board cable was also performed and did not identify any atypical trends. The 2023 ul certification memo contains information noting abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The memo notes abbott's equipment in most cases provides redundant protection against fire, and double protection against electric shock. The memo also notes abbott diagnostic division ensures the overall residual risk is at an acceptable level. Labeling was reviewed and addresses the issue as it contains adequate information for troubleshooting the observed issue as well as identifying hazards associated with the alinity c system. Additionally, service documents for the alinity c also contains adequate information for the troubleshooting, removal, and replacement of the part. Based on the information within the complaint record, no deficiency was identified for the alinity c processing module serial ac03244 or the cnb20 to peltier controller board cable.

Event description:
A burning smell and power failure error was noted on the board when the customer was unloading reagents from the alinity c processing module. The field service representative (fsr) found the cable on the peltier control board had several wires with melted insulation along its path. No impact to patient management was reported. No impact to the user was reported.